Event description:
It was reported that the patient experienced palpitations, chest pressure and dizziness during heavy cough and exercise. It was also reported that the atrial lead had an increased threshold measurement and a drop in p wave measurement. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The proximal conductor was fractured and was distorted. All conductors had blood/body fluid (not obstructed). The inner insulation was breached (clavicle-rib crush). The outer insulation was breached (clavicle-rib crush), had cosmetic environmental stress cracking, and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.